Manufacturer narrative:
The devices reportedly implanted together at the time of revision surgery (bhr acetabular cup, finsbury adept modular femoral head, and zimmer cpt femoral stem) were implanted in an off-label manner. The smith & nephew bhr acetabular cup is approved only for use with smith & nephew birmingham hip femoral heads.

Event description:
Revision surgery was performed to remove a bhr resurfacing femoral head. The reason for revision surgery was not reported to the manufacturer. At the time of revision, the bhr acetabular cup remained implanted, and the surgeon implanted a finsbury adept modular femoral head with an zimmer cpt femoral stem.